Manufacturer narrative:
(B)(4). Based on the info provided, the valve leaked excessively during the procedure resulting in an estimated 500 ml of blood loss. No blood transfusion was necessary by the completion of the procedure, although the physician commented that one may be needed later that evening. As far as the sales rep was aware, no transfusion had been provided. No adverse effect to the pt has been reported. During investigation, a review of the complaint history, device history record, instructions for use (IFU), quality control specs and trends was conducted. The zenith device has completed design control requirements demonstrating that the device meets the predetermined requirements and that the requirements meet the needs of the user. Specifically, hemostatic valve leakage testing has been conducted. The IFU contains the indications for use, warnings and precautions and appropriate method of use for this device. Specifically, it states "endovascular stent grafting is a surgical procedure, and blood loss from various causes may occur, infrequently requiring intervention (including transfusion) to prevent adverse outcomes. It is important to monitor blood loss from the hemostatic valve throughout the procedure, but is specifically relevant during and after manipulation of the gray positioner. After the gray positioner has been removed, if blood loss is excessive consider placing an uninflated molding balloon or an introduction system dilator within the valve, restricting flow." Captor valve assemblies are 100% qc inspected for leakage. There is no evidence to suggest the product was not manufactured to current specs. The appropriate internal personnel have been notified. Cook will continue to monitor for similar events.

Event description:
During an evar procedure on a (B)(6) male pt, the device was inserted, however, the physician commended that the captor valve on the main body delivery system was leaking throughout the duration of the case. The physician reported that estimated blood loss from the leaking valve was approx 500ml. He did not order any blood transfused as of 12:30pm (case completion on (B)(6)); but mentioned the pt may need a transfusion later in the evening.

Event description:
During an evar procedure on a (B)(6) male pt, the device was inserted; however, the physician commented that the captor valve on the main body delivery system was leaking throughout the duration of the case. The physician reported that estimated blood loss from the leaking valve was approx 500 ml. He did not order any blood transfused as of 12:30 pm (case completion on (B)(6)), but mentioned the pt may need a transfusion later in the evening. No additional info was provided regarding pt outcome.

Manufacturer narrative:
(B)(4). The event is currently under investigation.